Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleed at the access site was use related as the oozing was corrected with angle matching/dressing change and stopping the integrilin drip.

Event description:
Impella cp was inserted via left femoral access in a 58-year-old female for acute myocardial infarction/cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) shock stage d. Following device placement, the patient was receiving integrillin following catheterization. Oozing was noted at the insertion site. The site was redressed and angle matching done. The integrillin infusion was discontinued, and the impella cp catheter was repositioned at the bedside under echocardiographic guidance. Oozing at the insertion site was resolved with dressing change, angle adjustment, and discontinuation of integrillin. The post-procedure outcome was patient death. The death is being conservatively reported; however, based on the available information, it is considered more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.